Event description:
Uneventful surgery. Patient returned with pain und tissue around implant was red. Situation did not improve after patient stopped wearing sleep appliance, and after three more months, when implant was still mobile, it was removed.